Event description:
Literature: brogan se, winter nb. Patient-controlled intrathecal analgesia for the management of breakthrough cancer pain: a retrospective review and commentary. Pain medicine. 2011;12(12):1758-1768. This retrospective chart review was done on all patients who had undergone placement of an intrathecal catheter for the management of cancer pain between (B)(6) 2009 and (B)(6) 2011. Clinical outcomes of interest were reduction in non-intrathecal opioid use and reduction in numerical rating score (nrs) for pain. The data was collected prior to intrathecal therapy and at a 4-6 week postimplant visit. The authors hypothesized that patient-controlled intrathecal analgesia (pcia) for the treatment of breakthrough cancer pain reduces the need for breakthrough opioids and improves the patient perception of pain. The authors concluded, in patients with refractory cancer pain, intrathecal drug therapy with pcia is associated with improved pain reporting, reduced non-intrathecal around-the-clock, and breakthrough opioid requirements. Reported event: eight months after placement, one patient had a dramatic increase in pain and it was discovered that the patient's catheter had backed out of the intrathecal space. This catheter was replaced, and the patient regained good pain relief. The patients in the study were being treated with a mixture of an opioid (hydromorphone or morphine) and, in most of the cases, local anesthetic (bupivacaine). Some of the patient's (5) also had clonidine in their mixture. Two of the patients were treated with it baclofen for spasticity related to metastatic myelopathy. It was unknown if the patient experiencing this reported event had either clonidine or baclofen in the mixture.

Manufacturer narrative:
Continuation of concomitant medical products: implanted: unk explanted: unk; model prog lot# unk serial# unknown implanted: unk explanted: unk.

Manufacturer narrative:
(B)(4).